Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history records were reviewed for the suspected contour next link and contour next link 2.4 meters and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter, contour next link meter and contour next test strips from lot #9gpeg08b for evaluation. However, the returned test strips expired on 31-jul-2021. Therefore, the returned meters were tested with the in-house contour next test strips from lot # 0gpeg01a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that a month ago there was a difference of 50 mg/dl between the blood glucose readings obtained on two separate contour next link 2.4 meters and the contour next link meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.